Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient had the permanent implant procedure on (B)(6) 2015. Following the surgery, the patient experienced abdominal pain. As a result, the lead was explanted and replaced with two leads (different model) on the same day. Effective stimulation was obtained.